Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
A patient with diabetes reported two infusion sites that bled immediately after insertion, followed by two additional sites that exhibited insulin leakage accompanied by a noticeable odor. Despite multiple site changes, the leakage persisted, and the patient¿s glucose levels increased to 300 mg/dl overnight. The patient administered a manual injection and later exercised but continued to experience leakage and elevated glucose levels, with a subsequent reading of 195 mg/dl. The plastic housing and cannula were observed to be dislodged and hanging from the site. The event involved a patient; however, no harm was reported.